Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a proglide device with a 6f sheath after a diagnostic neuroaneurysm procedure. Reportedly, the proglide device achieved hemostasis. Two days later the patient died. Cause of death was not provided. No additional information was provided.